Event description:
A new pacing system was implanted on (B)(6) 2019. The pacemaker was replaced to bsx l311 on (B)(6) 2023 as battery depletion was confirmed during regular follow-up (date and details to be investigated, the event date is currently undetermined). The physician asked for an analysis to determine whether the battery was prematurely depleted, considering it was to be replaced three years after implantation. Mpcrm japan received a report from the distributor on 2023-09-28.

Manufacturer narrative:
The conclusion are as follows: - based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 122 months (10 years). The implantation duration was 60 months, which is lower than 75% of the estimated overall longevity (75% of 122 months = 92 months). Based on hrs guidelines, a premature battery depletion occurred. - nevertheless, in the patient files provided, the statistics have shown that the patient seems to undergo several atrial fibrillation episodes, where the atrial sensing is approximately 6 times higher than the ventricular sensing. - this atrial fibrillation associated to the ddi mode programmed could explain this premature battery depletion since it necessitates more current than expected. - upon reception, the returned device paces and senses correctly. The device overconsumes, the internal current is higher by around 6 a than the expected current. This overconsumption could be explained by the atrial fibrillation. - this complaint is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
A new pacing system was implanted on (B)(6) 2019. The pacemaker was replaced to bsx l311 on 2023-08-21 as battery depletion was confirmed during regular follow-up (date and details to be investigated, the event date is currently undetermined). The physician asked for an analysis to determine whether the battery was prematurely depleted, considering it was to be replaced three years after implantation. Mpcrm japan received a report from the distributor on (B)(6) 2023.